Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the oxygen (o2) sensor showed no failures during the investigations. The parameters and curve were as expected and the dismantling showed no indications of any anomaly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
During testing of the device at the service center, the service repair technician (srt) reported that the electronic patient gas system (epgs) oxygen (o2) sensor failed o2 analyzer calibration. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed that with the suspect oxygen (o2) sensor installed into a lab use only (luo) electronic patient gas system (epgs), the epgs failed o2 analyzer calibration. The o2 sensor did not operate as intended.